Manufacturer narrative:
The report of pulsatility index (pi) events can be confirmed based on the submitted system controller log file. The submitted log file captured multiple pi events while the pump was operating at the set speed of 9200 rpm. The pump power, estimated pump flow, and pi values were within normal limits and no other adverse events were captured in the log file. Specific causes for the reported pi events and for the reported gastrointestinal bleeding, along with their correlations to the device could not be conclusively determined as the patient remains ongoing on pump support with no further bleeding related issues reported. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information from the hospital personnel stated that the patient had steady oozing from the mucosa surface at the distal jejunum. The patient's bleeding stopped after the patient's aspirin dosage was lowered, and persantine was stopped. According to the report, the patient is doing great and remains ongoing on pump support with no further bleeding related issues.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 months. The patient remains on going with the implanted device. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital on (B)(6) 2015, due to a possible gastrointestinal (gi) bleed. During interrogation, several instances of a drop in pump speed were observed. The patient's pump speed had been set to 8600 instead of 8800 for the normal 400 below the speed limit, which explains why the patient did not get an alarm. The hospital personnel changed the fixed low speed limit to 8800. It was also reported that the patient had a recent speed echocardiogram on (B)(6) 2015 which did not indicate a need to adjust the pump speed. Technical services reviewed the submitted data log file and during analysis observed that there were multiple pi events (216 total) occurring all throughout the data which indicated that at no time did the pump speed drop below the low speed limit. No further information was provided.